Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat frame where the upholstery screws into the eyelits have broken off into the seat frame which will not allow the upholstery to attach and hold properly.

Manufacturer narrative:
Additional/updated information was added to reflect additional information being provided: patient weight and pictures of the wheelchair. The pictures were able to confirm the complaint. However, the underlying cause of the malfunction could not be determined.

Event description:
Seat frame where the upholstery screws into the eyelits have broken off into the seat frame which will not allow the upholstery to attach and hold properly.

Manufacturer narrative:
Additional/updated information was added to reflect the seat frame assembly, seat upholstery, and seat upholstery hardware being returned to the manufacturer for evaluation. The result of the evaluation was that the upholstery eyelets were stripped out on the seat frame so that the upholstery screws could not be inserted into the seat rail, which confirmed the original complaint issue. No issues were identified with the upholstery. The underlying cause of the stripped eyelets could not be determined.

Event description:
Seat frame where the upholstery screws into the eyelits have broken off into the seat frame which will not allow the upholstery to attach and hold properly.